Manufacturer narrative:
Product has been received but evaluation of the device was not completed at the time of this report. Therefore, this report is based solely on the information provided by the customer. A review of the complaint database revealed one other event similar to the reported issue. Product was not returned for this event, the unit was found to function as intended and was put back into rotation. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported 1 alarm unit not working properly. Advised nurse call alarm is not reaching rauland system. Tried replacing aux cord, did not resolve issue. Swapped alarm unit and issue was resovled. Sn: (B)(6) no patient injury.